Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) had flipped at the pocket site resulting to unsuccessful charging attempts. The patient underwent a procedure wherein the ipg was replaced with a non-rechargeable device and was implanted to a different pocket site. The patient was doing well postoperatively and the explanted ipg was retained by the medical facility and will not be returned.